Manufacturer narrative:
H3: product analysis #: (B)(4): 7576545, lot#: h5860491 visual examination of the mas bone screws "tulip" has been separated from the bone screw at approximately the base of the bone screw head. The damage on the sphere of the bone screw appears to show it may have exceeded the acceptable angle of the screw. Visual and optical inspection of the "tulip" identify that the c-clip has been damaged. After visual, optical, and microscopic examination, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The damage is consistent with overload. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having minimally invasive transforaminal lumbar interbody fusion. Patient was presented with low back pain with severe claudication symptoms and imaging revealed l4-5 grade 1 listhesis with significant stenosis. Hence, l4-5 mis tlif was done on (B)(6) 2023 and patient had significant symptomatic relief. Patient was ambulating pain-free and was discharged on 5th post-operative day. On 12th post-op day, patient started to have severe low back pain, which was gradually progressive, leading to radicular symptoms on 15th day. Patient was advised rest and was managed with analgesics after ruling out infection through blood investigations. On (B)(6) 2023, patient presented with persistent symptoms restricting mobility and imaging revealed posterior migration of interbodycage causing minimal canal compromise. Patient was operated again on (B)(6) 2023 and intraoperatively the right l4 pedicle screw had some fluid collection around it. Once the set screws were removed and the rod was dislodged, the tulip was found disconnected from shaft. The same was revised with new screw and interbody fusion was revised with fresh autograft. Now the patient is improving and ambulant with support. There were no further complications reported regarding the event.